Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and found in system logs, error 119 was found indicating the hrsv failed in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there is line that appears down the left side of screen. Successfully replicated the complaint. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a faulty electrical component within the hrsv.

Event description:
It was reported during training/demo that a vertical line had appeared on the left monitor of the surgeon console. The intuitive surgical, inc. (Isi) technical support engineer (tse) learned that the issue had persisted even after switching to another endoscope, and the tse noted that training had continued despite the symptom. No error logs had been available, and no additional tse troubleshooting actions had been documented. There was no report of patient involvement.